Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report low and high blood glucose levels. The customer's blood glucose level was 71 mg/dl, but when she woke up it was 465 mg/dl. The customer was treated the low by drinking mountain dew, and treated the high with the insulin pump. The customer declined to troubleshoot for the blood glucose levels. Nothing was replaced or returned.